Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer 3.2 had multiple pockets failed. The field service engineer inspected the machine and reseated the row board cable on the drawer controller board to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer was not able to recover. The customer perfomed rebooting the station, but the issue was still persisting. The customer stated that this malfunction caused a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.